Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 544 mg/dl. The customer was admitted at the hospital. Customer cause of hospitalization is high blood glucose. Customer is still in the hospital and was wearing the pump at time of hospitalization. Customer was assisted with performing the high pressure test and passed. The customer was explained the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. Customer was advised to follow up with healthcare provider concerning high blood glucose.